Event description:
It was reported that the pt had an original hammer toe procedure on (B) (6) 2006. She complained at six weeks post-op of pain and blisters on the tips of her toes. Follow-up at the time provided info that no medical/surgical intervention was required to treat the pt. Per the surgeon, the pt was then doing better when she was evaluated. Additional info was received on 10/28/2008 that approximately nine months post-op, the pt presented again with pain from blisters on the end of her toes. The pins were close to the skin surface and friction from her shoes were causing blisters on the tips of her toes. A second surgery was performed at approximately ten months post-op (on (B) (6) 2007). Six pins were removed. The pt's hammer toe correction was fully healed at the time of the explant surgery so no other implants were needed. Per the surgeon, the pt is doing fine to date. No further pt info was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was no longer available to be returned for eval, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is failure to counter-sink the pin far enough below the distal cortex of the distal phalanx as specified in the surgical technique, or failure to bend the toe to normal anatomical position after the pin has been successfully implanted which can lead to the pin backing out of the toe. This is the first complaint of this type for this part/lot combination. The potential causes of this event have been communicated to the event reporter.